Event description:
A coaccess electrode was being used for therapeutic ablation of an osteoid osteoma. A tri-access was used consisting of an 11 gauge bone biopsy needle with the coaccess portion of the leveen, and the actual leveen electrode with an introducer sheath. The tines were not able to be fully deployed and a portion of the tines were exposed. The procedure took longer than expected and the pt had a third degree burn the size of a half-dollar which was treated with cream and gauze; the pt will see a plastic surgeon for a possible skin graft. The tumor was ablated.